Event description:
Boston scientific received information that that the remaining longevity expectations for this cardiac resynchronization therapy defibrillator (crt-d) were fluctuating between one year to 3.5 years within a one month period. It was confirmed the patient was not in any case study that would temporarily affect the battery's remaining longevity. Device memory planned to be saved to a disk at a date in the future. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of disk data was performed. The device has recorded no unusual faults or resets. It was apparent the device has been operating in two distinct modes of operation by calculating the daily power consumption. The pacing mode indicated is vvir. In this mode, we expect the ra paced rate to be 0. However this pace rate is averaged over time, so I assume the device was previously in a dual chamber mode. The device appears to be operating normally. The change in power and resulting change in longevity is due to switching between vr and dr pacing modes. The ra is programmed high and wide into a low impedance, which requires a great deal of energy from the device.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.